Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the retention sample evaluation. The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon user facility information and retention samples from three possible product codes. A visual examination of the retention samples revealed no visual defects. There is no evidence that this event was related to a device defect or malfunction. The retention samples were found to be normal product. An exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. The product code and lot number was not provided by the user facility which prevented a meaningful review of production and complaint records. The same user facility reported a similar complaint, see MDR 1118880-2015-00259. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the patient developed a saddle emboli. Follow up communication with the user facility reported the following: during a procedure the doctor used a pinnacle sheath; the patient developed a saddle emboli; and the customer reported that this is likely from letting the catheters sit too long and not heparinizing the sheaths.